Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of device history records was not performed as the reported event was not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed that the device passed external visual inspection. Functional testing revealed the no power alarm sound briefly when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. Additionally, a controller fault alarm was triggered during functional testing. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 15:33:24, indicating an issue with internal battery. Additionally, log file analysis revealed that the controller was in use for more than two (2) years. Review of the alarm log file revealed one (1) vad dis connect alarm was logged on (B)(6) 2025 at 15:37:45, indicating a physical disconnection of the driveline, likely during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm and the no power alarm sounding briefly during testing can be attributed to a leaky internal nimh battery. CAPA pr00492825 inves tigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.